Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen would time out sooner than expected. There was no reported impact to the customers blood glucose level. Reportedly, the customer continued to use the pump for insulin therapy.